Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error while he was getting ready to bolus. Customer's blood glucose level was 84 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.